Event description:
After a visit with the orthodontic and periodontic dept at the univ of (B)(6) it was determined that due to my smile direct club treatment, that the aligners pushed my bottom teeth out of the bone causing them to be mobile and causes severe gum recession on all front teeth top and bottom. I require invisalign treatment to correct occlusion of my canines which will cause permanent damage to the bone if not fixed. I also require multiple surgeries to place gum grafts to help secure my teeth and treat the gum recession which also will result in permanent damage if not corrected. This has caused me a lot of pain and sensitivity in my teeth and also has posed a financial burden. Smile direct club aligners should not be used on any pt because bone and gum tissues are not taken into account and cause serious harm. Back in 2017 I underwent smile direct club treatment with their clear aligners to correct my teeth. The treatment lasted about 4 months. In (B)(6) 2019 my family dentist noticed that I bad gum recession and severe mobility of my two front teeth. He had not known of my smile direct club treatment due to its short duration and determine that treatment and use the retainers was the cause. I followed up the university of (B)(6) in their orthodontics and periodontics department. They were able to determine that the damage to my gums and to the bone maxillary bone of my lower jaw was indeed due to the smile direct club treatment. It was determined that my gums on the bottom bad receded by 3mm and were thin and damaged. I require multiple surgeries to place gum grafts on the top and bottom teeth. It was also determined that even after the smile direct club treatment and wearing of the retainers that my teeth were still crooked and that the occlusion of my canine teeth on the top and bottom which over time would wear down the bone in my jaw and cause permanent damage. I now require invisalign to correct this issue. These issues arise because smile direct club pushed my teeth too hard and too fast and they actually pushed my teeth out of the bone. Currently I am now using the smile direct club retainers until I start my invisalign treatment.